Event description:
It was reported that the patient's right atrial (ra) lead was over-sensing noise resulted in pacing inhibition and inappropriate mode switch episodes. It was also reported that the patient's right ventricular (rv) lead was also over-sensing noise resulted in pacing inhibition. The ra and rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.